Manufacturer narrative:
This medical device report was inadvertently filed for this incident. This is not a reportable event. The reason for this complaint is a connecting/engagement problem. No revision surgery was performed. We apologize for any inconvenience.

Event description:
It was reported that a revision was performed.